Event description:
It was reported that the lead was damaged during an explant procedure, and there were unbroken/unretrieved fragments left in the body. The hcp pulled from the lead entry site and not the pocket. Additional information received reported that all fragments were removed from the patient and confirmed with fluoroscopy. The patient was successfully implanted with a complete new system.

Manufacturer narrative:
(B)(4). This device was covered in (B)(4) sent to physicians in (B)(4) 2010.